Manufacturer narrative:
(B)(4).

Event description:
It was reported that via a merlin at home transmission, non-sustained ventricular oversensing due to post-paced t-wave oversensing on ventricular channel was observed. Programming changes were made. The patient was doing fine.